Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip that jumped open during prep. It was reported that on (B)(6) 2022, while preparing a xtw mitraclip, there was noticeable tension while retracting the lock lever. The lock lever almost could not be raised due to the resistance, and in turn more force had to be applied to retract. The clip did not open or close normally, and failed establishing final arm angle (efaa) twice. The clip was jumping open, and then would not close normally. A replacement device was used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported resistance while retracting the lock lever, clip open during establishing final arm angle, clip jumpiness and difficult to close. The clip could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open during efaa, clip jumpiness and difficult to close the clip appear to be related to the reported resistance while retracting the lock lever. However, a cause for the resistance cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).